Event description:
The patient presented in (B)(6) 2007 to his pediatric developmental specialist for a routine check up. The doctor noticed that the patient's spine appeared to be starting to curve. The patient was referred for x-rays. In (B)(6) 2007 the patient discontinued the growth hormone. X-rays reportedly were interpreted to indicate that the patient "had a 75%-85% curve to his upper spine". The patient was given a brace to wear for 6 months. In (B)(6) 2007, the patient presented for follow up, the surgeon performed x-rays and determined that the brace did not help straighten the patient's back. In (B)(6) 2008 the patient presented for follow up. Surgery was planned. On (B)(6) 2008 the patient underwent fusion surgery. On the day of the surgery, the patient developed a severe rash caused by the antibiotic. During his hospital stay, the patient also developed a severe allergic reaction to the surgical bandages. Additionally, during his hospital course, the patient had a spiking fever and diarrhea. Reportedly, the hospital staff could not explain the cause of the diarrhea. The patient was discharged on pod 6. Immediately after discharge, the patient's parents noticed "extremely pronounced protrusions in [the patient's] back; as if the rods were going to rip through [patient's] skin". Two weeks post-op the patient presented for a follow up visit. X-rays were performed. The surgeon assured the patient/family that the protrusions on his back were "just swelling from the surgery". In (B)(6) 2009 the patient presented for follow up. The surgeon informed the patient "that there were complications with the rods. Specifically, that the rods were 'rolling'". In (B)(6) 2009 the patient presented to another physician for a second opinion. X-rays were taken and indicated that "4 of the 10 screws were coming out of [patient's] spine in a fashion called 'plowing'". Patient was scheduled for a revision surgery to remove the hardware on (B)(6) 2009. The patient reportedly underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.